Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, and caller stated there were no notable events before the malfunctions. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support to restore function, planned to continue using pump while having alternate insulin method if needed, and was informed replacement pump would be shipped with updated software.